Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Reporter phone number: (B)(4). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due as the patient refracted a bit myopic, could not read well and the distance was blurred. When the doctor corrected that the patient reported that her near was even worse and the patient had early posterior capsule opacification (pco). The patient was not unhappy with the symphony toric lens. The original lens implanted was selected using iol master 700, alcon ora guidance and flac. For the explant procedure, the same incisions accessed and no vitrectomy, no sutures and no complications were reported. A replacement lens of different model and diopter (20.5d) was used. It was indicated that there was no yttrium-aluminum garnet (yag) capsulotomy performed, but it will be required to achieve best vision later. Reportedly, the patient's other eye is emmetropic with an immature cataract and dry eye which is not ready for surgery. Patient's symptoms on the left eye: on (B)(6) 2021, poor near vision. On (B)(6) 2021, poor far sc 20/40, near j7. On (B)(6) 2021, worse far sc 20/60, refraction myopic -1.00+0.75@95 but cc near poor, far not subjectively acceptable with refraction, early pco2+. Oct nl macula. But ocular surface disease/ dry eye present. Post-op day-1 after the lens was explanted: comfortable, mild corneal edema, normal pressure. Next appointment for vision and refraction was reported to be in 4 days. No further information was provided.